Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided at the time of the report. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.